Event description:
It was reported that a loss of therapeutic effect occurred. There were no fails or trama reported related to this event. Palpating of the implantable neurostimulator did not cause stimulation changes. An x-ray of the lead and/or extension area was suggested. There maybe a need for a surgical revision. Also there were impedance measurements of >10000 ohms on pairs except 0-9 and >40000 ohms on combination 0-9. There was a possibility of an open circuit. An attempt to reprogram occurred but it did not resolve the issue. Fluoroscopy was performed and leads were shown at t8 and t9 but it could not be determined if there were fracture or connection issues. There were no issue on recharging and the patient was able to recharge. The patient outcome was to be determined based on a revision.

Manufacturer narrative:
(B)(4).